Manufacturer narrative:
Date sent to FDA:10/21/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy with extensive lysis of adhesions, partial small bowel resection and repair of small bowel on (B)(6) 2018 during which the surgeon noted he encountered and drained a large seroma. Electrocautery and sharp scissor dissection were then used to dissect the mesh and hernia sac from the subcutaneous tissues. Extensive intraabdominal adhesions were present to the mesh in several areas. Adhesions were lysed from the mesh in 2 specific areas. One of these areas demonstrated a partial obstruction from the adhesions with proximal dilation. The mesh devised encountered were dissected and removed. It was reported that the patient underwent exploratory laparotomy, extensive lysis of adhesions, component separation and ventral hernia repair surgery on (B)(6) 2018 during which the surgeon noted there was a significant transition point at a site of previous mesh placement in the right upper abdomen and release of this transition point appeared to relieve the bowel obstruction as well. The small bowel was examined carefully from the ligament of treitz to the anastomosis at the ileocolic anastomosis evident from prior surgery. The prior small bowel resection was also identified with an intact suture line and multiple adhesions of the small bowel were carefully lysed. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal of the mesh that was implanted on (B)(6) 2016, recurrent incisional hernia repair surgery and lysis of adhesions on (B)(6) 2017. It was reported that the patient experienced severe pain, dense adhesions, scarring. Seroma, bowel obstruction, bowel resection, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. Other procedures are captured in a separate file. No additional information is provided.